Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 18 mg/dl. The customer was treated for the high blood glucose by paramedics. Details of treatments were not given. The customer stated that he was in the process of moving and was not wearing his sensor to alarm him about his blood glucose level. There was no malfunction from the insulin pump. No further information was provided.